Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
---

Event description:
Boston scientific received information that this right ventricular defibrillation lead and this right atrial lead presented with pacing lead impedance measurements above 3,000 ohms when interrogated during a normal follow up. However, testing found that all measurements were within normal parameters. No adverse patient effects were reported. To date, the leads remain implanted and in service. No further out of range impedances have been recorded and no device parameters have been changed. It was suspected that the implantable cardioverter defibrillator (ICD) associated with these leads had been taken out of shipping mode 24 hours or longer prior to implant and then was subsequently implanted without clearing the daily measurements. At a later date, the device was explanted and returned. There were no allegations against the functionality of the device.